Event description:
Started to feel as if her left eye was dry due to allergies. Over the week, her eye started to feel more painful. Went to doctor who saw a corneal ulcer on 4/17. Immediately sent her to a specialist. Diagnosed for eye fungus and has been receiving treatment since that day; using vigamox every hour. Last partial vision in left eye. Cornea was cultured and came back positive for fungus.